Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 55 mg/dl at the time of the incident. The customer believes there's something wrong with the pump or infusion sets. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer believes the pump over delivered. The customer stated that the lows usually happens after treating for food. The insulin pump will be returned for analysis.